Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. E1. Address information was not provided; therefore, il was used as the state. E4. The initial reporter also notified the FDA on unknown date. Reference no. 1423395-2026-00107.

Event description:
It is reported, "needle broke during use" there were no reports of death, serious injury, medical intervention, or follow up care.